Event description:
It was reported that during an implant procedure, the lead dislodged. When the lead was removed, blood was found in the lumen. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary : (B)(4): the full lead was returned and analyzed with no anomalies found. There was blood/body fluid (not obstructed) in the distal conductor. Analysis visual comments noted that by design, left heart leads are manufactured with a septum in the tip that will sometimes allow blood ingress.